Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the snap-on adaptor was missing. Because an incomplete sample was returned, functional testing could not be performed and a root cause could not be established. The complaint could not be confirmed as an incomplete sample was returned.

Event description:
Customer reported the adaptor was "threadless" and does not connect to the flow meter. No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the adaptor was "threadless" and does not connect to the flow meter. No patient involvement reported.